Event description:
Reporter alleged that a patient received the result of 166 mg/dl on the inform system compared back to back within 10 minutes of a result of 52 mg/dl obtained on a lab system. Reporter also alleged that later on that same day, the patient received the result of 153 mg/dl on the inform system compared back to back within 10 minutes of a result of 55 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that there are not any strips to return, so no product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.